Manufacturer narrative:
Zoll has received the autopulse platform on 03-mar-2016 for investigation. A visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data showed that the ua 12 and ua 19 were observed on (B)(6) 2016, with a large object or mannequin. This confirmed the reported complaint. During the functional testing, the reported user advisory 12 (lifeband not present) was observed upon power up of the autopulse platform. The lifeband clip detect switch required re-adjustment to resolve the "ua 12" message. The "ua 19" was not reproducible during a 15-minutes simulated compression cycle using a test mannequin. The autopulse platform met all test specifcations. In summary, the archived date confirmed the reported ua 12 and ua 19 error messages. The ua 12 error message was related to a lifeband clip detect switch needing re-adjustment, but the ua 19 was not reproducible during functional testing. The autopulse passed all final tests.

Event description:
It was reported to zoll that during a practice session on a mannequin with the autopulse platform, the device stopped compression and displayed a user advisory 19 (max applied load exceeded) error message. The mannequin was hard and not easy to compress. A second mannequin was used and a user advisory 12 (lifeband not present) was then observed. The same error message appeared with another lifeband. No patient involvement was report.